Manufacturer narrative:
The technician replaced the head end brake casters to resolve the issue.

Event description:
The account alleged the head end brake caster swivel around when the brake is set. No patient impact.